Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the patient had undergone a procedure to remove part of the stomach, the device was unable to be interrogated. The patient was in intensive care and continued to be monitored. Once the patient is stable enough, device replacement will take place.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction; manufacturer report 2938836-2016-10844, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).